Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of a pascal precision in mitral position where during the procedure, there was an atrial septal defect. The overall procedure was successful. The implant and the steerable were retracted into the guide. All unforced, and the catheter systems had been freed from the stabilizer to avoid implant catheter exposure inside the patient. The implant system remained in the guide first and everything on the right side of the atrium was retracted. A bidirectional shunt was visible, and the patient had issues with oxygenation. The hole at the septum measured approximately 0.8x1.0 cm. The patient left the cathlab intubated with 90 percent oxygen saturation under appliance of 100 percent fio2. The patient received a septum occluder on the evening of the procedure and turned out fine. The patient did not need the respirator anymore. Unfortunately, the patient passed away on postoperative day 15. The cause of the death was sepsis. The doctor said it was not related to the event with the septum.

Manufacturer narrative:
The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present on the site. No manufacturing non-conformities were identified during investigation. Since no edwards defect was identified, corrective or preventative actions are not required. Per the instructions for use (IFU), atrial/septal injury is a known potential adverse event which has been identified as a possible complication of the pascal implant procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to vascular injury. The device training manuals instructs the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Excessive manipulation may result cardiac structure damage requiring surgical repair or other intervention. As there were no images provided for this adverse event, an imaging evaluation could not be performed, and a definite root cause could not be determined. Per provided information, there were no patient or procedure conditions that could have contributed to the reported event.